Event description:
It was reported that the patient never had therapeutic effect. The patient was implanted yesterday "and they showed me how to use the programmer but I'm afraid to do it by myself because I wasn't very awake when they showed me". The patient noted: programmer training was ineffective because patient was still under the effects of anesthesia. It was noted: "right now I don't think it's working as far as stopping the urinary frequency and I did keep a diary overnight and I was still getting up". Yesterday afternoon she had "some external bleeding at the site, which has stopped but that concerned me so I called the doctors office". The patient was on program 3, but wanted to talk to the representative. The manufacturer's representative reported that the patient did not receive a 50% or better improvement because the doctor and the representative believed that the lead slipped below the sacrum sometime between leaving the pacu and the patient going home. The lead was in perfect position on the operating room table. When they turned on the device in the recovery area the patient was feeling it in the bicycle seat are on all 4 programs at amplitude levels below 2.0. The representative met the patient in doctor's office the next day. The representative tested her at that point and all 4 programs showed no response to the patient at amp max limits,8.5. The reporter noted: this means that electrodes were not stimulating the nerve. The patient plans to remove and replace device at some point in the future.

Event description:
It was later reported that the patient never had therapeutic effect. The patient's device was planned to be explanted on (B)(6) 2015. There were no patient symptoms or complications associated with the event.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0kmyx, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).